Event description:
Same case as mfg report #s 6000078-2006 and 6000078-2006-00543. The following info was rec'd during f/u: pt with significant co morbid history had several related hosp admissions for phased interventions of the left anterior descending (lad) coronary artery for high-grade stenosis. During one admission, it is alleged that there was a malfunction of the rotablator console, which resulted in a dissection of the first marginal circumflex coronary artery. After healing of the dissection it was revealed that the pt had a bruit related to a pseudo aneurysm at the site of the previous dissection and therefore underwent emergency intervention with the neuroform microdelivery stent as a humanitarian device. A (bsc) stent was successfully placed during this procedure. However, a coil became trapped within the stent. The attempted coil removal was eventful and resulted in proximal compromise of the left main. Intervention to re-establish blood flow was performed in which the pt demonstrated ventricular tachycardia. CPR with defibrillation and intubation was performed. The pt was transferred to surgery for CABG. The pt bled uncontrollably and was unable to come off bypass. She was pronounced dead and cause of death was listed as cardiogenic shock. The facility reported that the adverse event (occlusion) was related and anticipated.

Manufacturer narrative:
The device was disposed, therefore no direct prod analysis could be performed. Because the batch # for this complaint is unk, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.